Manufacturer narrative:
Information has been requested but unknown at this time. The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center power keeps disconnecting when the scope is initially plugged in. The event occurred during preparation for use. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review and results from the legal manufacturer investigation. E2/e3 - the customer refused to provide title. Correction to e2. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. We surmised that this phenomenon was a temporary malfunction due to the following reason: ¿since the subject device was not sent to the repair department, a conclusive root cause cannot be established. However, the problem might be a wrong cable connection or a device used together with the subject device. Olympus will continue to monitor complaints for this device.